Event description:
During index procedure, the patient had 1 endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca. Approximately 2 months later, the patient had 2 endeavor sprint rx drug-eluting stents implanted to the proximal lad. It is reported that a thrombus occurred during procedure. It is also reported that the patient suffered a mi the same day as index procedure. The investigator indicated that the reported event was possibly related to the study stent. (Ref MFR# 9612164201100733 and 9612164201100734).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).